Event description:
It was reported that the both monitors on the 9800 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and camera were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.